Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a carotid endarterectomy surgery in which vascu-guard patches were used. The first patch was sewn on the top of the vessel; subsequently, it was observed the patch separated into two layers. The vascu-guard patch was removed except for a small piece which was left at the site to prevent dissection of the carotid. Another patch was placed on top and sewn into place without any issues or complications. The new vascu-guard patch also covers the small patch that was left in place. Additional treatment or interventions were not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the provided picture revealed there were two pieces of tissue in the jar. It appears the 2x9cm patch was cut in half, lengthwise. The half that was not used was returned as well as the portion of the patch that was excised. Layer separation was not visible in the photos. The reported condition was not verified. As the actual device was not returned and there is not enough detail provided in the photos the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.